Event description:
Information was received from a company representative (rep) regarding a healthcare provider (hcp) with an external device. It was reported that the rep stated the hcp had been having ongoing issues with having the programmer crash when programming pumps. He said this issue was been reported before and they have tried replacing tablets and communicators and they continue to report similar issues. He stated they had an issue today but the person using the tablet does not recall what the code was. In the past they have reported code 338 but thinks there have been others. He stated this happens on all of their tablets and they have gotten new tablets fairly recently and it continues to happen. He stated they have also seen a message saying the communicator was not connecting and have switched to different communicators, but still occasionally will see that message. Reviewed recommending they make sure they close the app between sessions or even restart the tablet to ensure it doesn't sit idle for too long which can cause apps to be closed in the background. Also suggested checking if there were any updates for the communicator available. Reviewed if they have a specific incident reviewed, we would need to know the specific code and time they saw it along with the relevant session report and potentially engineering might be able to see what was going on around the time of the error. Reviewed that health care it could help with retrieving relevant logs. Additional information was received from the manufacturer's representative (rep) and confirmed by a healthcare provider (hcp). It wa s reported that the specific codes that were observed have not presented again and it seems they were only for low battery on the tablet at the time. The rep stated they were using the only tablet they currently have that is in service, and the most recent update is the software version. The rep stated the cause wasn't determined which was why troubleshooting included contacting technical services, though it seems that ultimately it was just the communicator losing connection. The issue has not happened again since the initial report, and the rep stated they called technical services to resolve it.

Manufacturer narrative:
Continuation of d10: product ID 8880t2product type accessory product ID a810 product type software product ID ct900f product type section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.